Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had an unexpected restart. The customer¿s blood glucose level was 10.4 mmol/l. The customer stated that the pump had an unexpected restart alarm after battery change. The troubleshooting was performed and was advise to remove the new battery and insert the new one and the pump alarmed unexpected restart again. The customer advised that the pump will need to be replaced. The customer advised they would replace the pump under warranty. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing.